Manufacturer narrative:
Weight-ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticm5 12.6 implantable collamer lens of -9.0/2.50/94 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange did not resolve the problem. Status of eye "low vault after exchange." Cause is reported as device "low vault." See MFR # 2022-00473 for exchange lens.

Manufacturer narrative:
H3-device evaluation: lens returned in a micro-centrifuge vial with residue/debris on product. Visual inspection found no visible damage to lens. The returned lens did not meet the original value measured at the time of manufacturing. The lens returned is not the model/size stated in the claim. Unable to identify which lens pertains to which claim as they were both returned in the same bag. Claim# (B)(4).